Manufacturer narrative:
A review of the manufacturing documentation associated with lot 306326 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator found that the tip end of the 8x60 smart flex stent had been partially released when he opened the stent package. The stent was not still constrained within the outer member/sheath after removal from the packaging. The case was completed with a new smart flex stent. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The lesion diameter was measured to be 7mm. The lesion did not have any calcification. The vessel was not tortuous. The lesion was noted to have an 80% stenosis. The device will be returned for evaluation.

Event description:
As reported, the operator found that the tip end of the 8x60 smart flex stent had been partially released when he opened the stent package. The stent was not still constrained within the outer member/sheath after removal from the packaging. The case was completed with a new smart flex stent. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The lesion diameter was measured to be 7mm. The lesion did not have any calcification. The vessel was not tortuous. The lesion was noted to have an 80% stenosis. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the operator found that the tip end of the 8x60mm smart flex stent had been partially released when he opened the stent package. The stent was not still constrained within the outer member/sheath after removal from the packaging. The case was completed with a new smart flex stent. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The lesion diameter was measured to be 7mm. The lesion did not have any calcification. The vessel was not tortuous. The lesion was noted to have an 80% stenosis. A non-sterile unit of product ¿smart flex 8x60 vas, 120cm¿ was received coiled-up for product evaluation. The device was laid flat on a tray to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent is properly mounted on the device, with the plastic nut of the hemostasis valve fully locked. One kink was noticed located on the stainless steel hypotube located approximately 18 cm from the proximal end. No other outstanding details were observed on the returned device. A functional test was performed per procedure. The hemostasis valve was unlocked of the stent delivery system, and the steel hypotube was straightened. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. Despite the observed kink, the stent deployment continued until the remainder of the stent was fully unsheathed and expanded. Even with the observed kink, there was no difficulty or anomaly (such as resistance, friction, or incomplete stent deployment) observed during the deployment procedure. The deployed stent did not present any damages or anomalies and was expanded as expected. The product history record (phr) review of lot 306326 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature/during prep¿ was not confirmed through analysis of the returned device since the stent was received properly mounted on the sds, and there were no anomalies during functional analysis of the deployment process. The exact cause of the reported event could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the premature deployment of the stent reported since there were no anomalies noted to the returned device and the stent was properly mounted. However, procedural or handling factors might have contributed to kinked condition observed on the stainless steel hypotube. According to the instructions for use (IFU), which is not intended as a mitigation, it cautions ¿do not attempt to remove the stent from the delivery system before use.¿ the IFU also states, ¿prepare stent delivery system: if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushing¿s with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device.¿ neither the product analysis, nor the phr review suggest the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the operator found that the tip end of the 8x60 smart flex stent had been partially released when he opened the stent package. The stent was not still constrained within the outer member/sheath after removal from the packaging. The case was completed with a new smart flex stent. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The lesion diameter was measured to be 7mm. The lesion did not have any calcification. The vessel was not tortuous. The lesion was noted to have an 80% stenosis. The device will be returned for evaluation.